Event description:
I had the gynecare tvt bladder sling put in (B)(6) 2007. I started having problems the weekend after the surgery. I have now had 5 surgeries and had the tvt sling removed. Shall I say some of it removed because I can't find a local doctor that will remove it all. I have 30 to 40% left inside me. I'm still having problems. This mesh shall be taken off the market before it kills more woman or scars more woman for life. I don't have the energy or I'm in too much pain to play with my (B)(6) yr-old daughter. I had years of infection, still had incontinence, pain in the pelvic area, couldn't have sex, well still can't have sex, urinary retention was in and out of doctors' offices and hospitals. Please, please listen to us women. This device wasn't tested and it should have never been able to be placed inside of humans. God help us all. Take it off the market.